Event description:
It was reported that, an 840 ventilator had a faulty display. Patient involvement information was not provided.

Manufacturer narrative:
Received new information from customer: 840 vent had a blank display. The ventilator was not in use on a patient at the time the event occurred. The device has been evaluated a repaired. The unit passed all testing and operates within the manufacturing specifications.